Event description:
Per report received from romania- edwards received notification of a pascal precision ace procedure in mitral position where three devices were used. During the procedure there was a loss of capture during release with the second pascal and the device could not be elongated to bail out. After the loss of capture was identified, in order to bailout, the device was elongated, and the posterior leaflet was rolled out of the device successfully. The implant was closed and retracted into the left atrium. Then it was tried to open the implant again, but it would not elongate. Then, it was proceeded with the bail out by pulling the implant into to guide sheath, hoping it would force it open as according to the trouble shooting. It was not possible to pull the implant in, and then the implant handle came off. In the end it was possible to push on the exposed wire, and the implant elongated, and the bailout was done successfully. There was no injury to the patient. A new pascal precision ace device was implanted. The patient is in stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h3, h6 and h11. Additional h6 type of investigation codes: analysis of images and labelling review. The complaint for 'unable to elongate implant to reposition' was confirmed with empirical evidence based on the information provided by the edwards clinical specialist present during the procedure. The device was returned in a non-functional state therefore diagnostics for inability to elongate were not able to be performed. A complaint history review identified potential historical causes of unable to elongate but they were all able to be eliminated as potential causes of this event either through visual and/or functional evaluation of the returned device elements or by comparison of the device behavior described by the cs. Ultimately, a specific root cause was not able to be identified. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.